Event description:
It was reported, the patient experienced a supraventricular tachycardia (svt) and inappropriate shock was delivered due to an incorrect interpretation of signals. Technical support was contacted and provided reprogramming recommendations. No intervention has been performed. The patient is stable.